Manufacturer narrative:
E1 - initial reporter facility name: updated. E1 - initial reporter address 1: updated. E1 - initial reporter city: updated. Good faith efforts have been sent to confirm the procedure outcome, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device analysis results: a ranger dcb otw 4.0mm x 150mm, 150cm was received for analysis. The device was returned lodged inside the customer's guide sheath. The guide sheath was noted to be kinked. For investigation purposes the investigator removed the device from the customer's sheath. A visual and tactile examination found the shaft of the device to be separated and severely stretched proximal of the proximal balloon bond. The proximal section of the device was not returned for analysis. A visual examination found that the balloon was not folded which indicates that the device was subjected to positive pressure. It is not possible to carry out functional testing of the balloon due to the shaft damage. A visual examination observed no damage to the tip. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger paclitaxel-coated pta balloon catheter was completed and confirmed that the event of 'catheter - difficult to remove' and 'balloon - failure to deflate' was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported the device failed to deflate as expected. A ranger paclitaxel-coated pta balloon catheter was selected for a procedure. During the procedure, the ranger paclitaxel-coated pta balloon catheter failed to deflate was expected and the ranger paclitaxel-coated pta balloon catheter became difficult to remove from inside of the patient.

Event description:
It was reported the device failed to deflate as expected. A ranger paclitaxel-coated pta balloon catheter was selected for a procedure. During the procedure, the ranger paclitaxel-coated pta balloon catheter failed to deflate was expected and the ranger paclitaxel-coated pta balloon catheter became difficult to remove from inside of the patient. Additional information regarding patient condition and procedure completion have been requested through the good faith effort (gfe) process.